Event description:
During a laparoscopic surgery, the balloon of a btt possibly fragmented and a piece was found in the intestine of the pt. The piece was actually inadvertently discovered during "revision" of the pt. The piece was retrieved without any further complications to the pt.